Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Infusion set type changes were performed to address the occlusion alarms and the occlusion alarms continued. The customer's blood glucose (bg) level was over 400mg/dl. The customer administered manual injections and consumed water to address their bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer was to revert to manual injections for insulin therapy.